Event description:
Related to MFR report number 2183959-2013-01022. It was reported that the pt had a miniarc precise implanted on (B)(6) 2011. On (B)(6) 2013, info was received that indicated the pt "complained of dysuria on and off since the procedure," as well as "various symptoms, some of which were unusual." Following the procedure, she developed "a burning sensation and felt she was allergic to the mesh." A skin test was performed on (B)(6) 2012 which was nonreactive. Urine culture and urine cytology have also been performed, both were negative. It is unclear if the symptoms are related to the mesh, however, the pt is tentatively scheduled for mesh removal surgery on (B)(6) 2013. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.